Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 178-179 mg/dl. Customer declined to troubleshoot for the issue and was able to successfully resume insulin delivery.